Event description:
Customer reported erroneous low access ferritin test results were obtained for one pt when using the unicel dxi 800 access immunoassay system. The test results were within the normal range and questioned by the physician. Repeat analysis was performed with diluted samples. The test results were elevated. The elevated results were determined to be correct. The initial erroneous low access ferritin test results were found to be due to "hook" affect. Per product labeling: the access ferritin assay does not demonstrate any "hook" affect up to 40,000 ng/ml (ug/l)." This sample was determined to have a ferritin level of approx 139, 840 ug/l, which exceed the claim as stated in product labeling. The initial erroneous result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Beckman coulter inc. Requested sample to conduct an eval. Per the customer, sample was not available. This event appears to be due to "hook" effect rather than interference but this could not be confirmed due to sample not being available for further testing. According to the assay insert: "the access ferritin assay does not demonstrate any "hook" effect up to 40,000 ng/ml (ug/l)." According to the customer's dilution testing, true concentration is approx 139,840 ug/l. Service was not dispatched. Sample was unavailable for further eval. Probable cause was determined to be a known issue called "hook" affect that is described in product labeling. Root cause was not definitively determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable event.